Event description:
Intuitive davinci vessel sealer was inserted into patient. Surgeon stated the vessel sealer would not articulate. The instrument was removed and the drapes were inspected. The vessel sealer was reinserted through the trocar inside the patient and the surgeon attempted to articulate the instrument. It would still not articulate. A new vessel sealer was placed inside the patient and was able to articulate properly.